Manufacturer narrative:
To date, the device has not been returned to medtronic inc. For evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
It was reported to the manufacturer's representative that at the end of the procedure, after the last lesion had been created, the physician was unable to retract the needles back into the cartridge. The cartridge was removed from the patient with the needles fully extended. No adverse affects to the patient were reported and no treatment interventions were required.